Manufacturer narrative:
Correction submitted on 06/12/2014: the correct serial number associated with this issue is (B)(4). The distributor had inadvertently recorded an incorrect number on the original form.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #2 submitted 12/22/2014: the device was returned to animas and evaluated by product analysis on 12/04/2014 with the following results: battery compartment is cracked at opening, down to division line. Unrelated to the complaint, the display is dim/faded and letters are faded. Audio bolus button is detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue - cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.